Event description:
Caller reported an alarm 2 related to an occlusion event that occurred earlier in the day. There was no reported adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin use. No additional assistance was necessary, and technical support closed the case.